Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was no picture.

Manufacturer narrative:
The following repair and service diagnostic codes were identified: cosmetic - deformed - enclosure rear cosmetic - deformed - cable (kink, bubble, etc) sensor shift tier 5 autoclave camera repair replace cable replace dome switch replace rear enclosure replace sensor (988) the following was observed: a deformed rear enclosure, cable and sensor shift. A tier 5 autoclave camera repair was performed which includes replacing the cable, dome switch, rear enclosure and sensor. This does confirm the alleged failure mode of no picture. Probable root cause: - cables - connectors - digital board - power supply - filter / fuse - ac inlet board - main board - transition board - intermittence between transition board and ch connector - fan / insufficient cooling - software - camera head (sensor, sensor cable) - coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp) - extension cable - intermittence while using rf devices (ex: valleylab) - problem toggling light source from camera head - connected monitors - leaking - use error the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was no picture.